Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to high impedances on one of the leads. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was confirmed post op. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000113067. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.